Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issues and air bubbles forming in the tubing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was inconsistent blood flow, air in tubing, and issues with the button retracting. Customer is reporting they are unable to draw entire volume due to retracting button sticking when using product 367363, lot 1011426. Steps taken with customer/troubleshooting: customer reported inconsistent flow of blood, small air pockets noted. They observe flash and needle immediately retracts. Once they hit the button to retract needle the system closes and they are no longer able to draw the entire volume. In order to save the blood in the extension they have to remove the needle without the safety mechanism defeating the purpose of the push button. Documented complaint and sent customer complaint questionnaire for more details. Did the specimen(s) need to be recollected? Pending customer follow up did exposure to blood/ bf occur? Pending customer follow up if exposure occurred was there any post exposure testing or medical intervention? Pending customer is reporting they are unable to draw entire volume when using product 367363, lot 1011426.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive photos or samples from the customer in support of this complaint therefore, 100 retention samples from the bd inventory were visually inspected for preactivation and, all retain samples passed testing with no evidence of a retracted IV needle. Additionally, 30 retained samples were subjected to a draw testing to assess functionality of the device as all samples passed testing exhibiting sufficient blood flow with no air in the tubing. Furthermore, 30 retained samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly. Bd is unable to confirm the customer¿s reported failure modes of retraction button failure, insufficient blood flow and preactivation based on retain sample analysis results. Bd is unable to determine the root cause for the reported issues. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced retraction issues and air bubbles forming in the tubing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that there was inconsistent blood flow, air in tubing, and issues with the button retracting. Customer is reporting they are unable to draw entire volume due to retracting button sticking when using product 367363, lot 1011426. Steps taken with customer/troubleshooting: customer reported inconsistent flow of blood, small air pockets noted. They observe flash and needle immediately retracts. Once they hit the button to retract needle the system closes and they are no longer able to draw the entire volume. In order to save the blood in the extension they have to remove the needle without the safety mechanism defeating the purpose of the push button. Documented complaint and sent customer complaint questionnaire for more details. Did the specimen(s) need to be recollected? Pending customer follow up. Did exposure to blood/ bf occur? Pending customer follow up. If exposure occurred was there any post exposure testing or medical intervention? Pending . Customer is reporting they are unable to draw entire volume when using product 367363, lot 1011426.